Manufacturer narrative:
(B)(4). D10: cat #: 00877503202/ bioloxâ® head / lot #: 2738381. Cat #: 00784803401/ modular neck j1 12/14 neck taper use with +0 heads only/ lot #: 6164101. Proposed component code: mechanical (g04)- stem. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: lateral proximal subtrochanteric femoral periprosthetic fracture. The complaint was confirmed based on the provided x-rays. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event was unable to be performed. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a patient underwent a revision approximately 4 years post implantation due to a periprosthetic fracture. The head and neck were removed and replaced. Attempts have been made and no further information is available.